Event description:
It was reported that during a pneumonectomy procedure, part of the staple line was malformed. It was found by the leak test. Additional suturing was done. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.